Event description:
My hearing suddenly returned in less than 24-hours post-op after having removed ruptured sientra silicone breast implants. I lost my hearing suddenly in (B)(6) 2019. I experienced joint pain in my wrists and knees, depression/anxiety, and fatigue. Ref report: mw5162120.